Event description:
It was further reported that the lesion being treated was a 99% stenotic lesion located in the moderately tortuous left circumflex coronary artery. It is noted that resistance was met during insertion of the devices into the lesion.

Event description:
Same case as MFR's report # 6000130-2005-00446. It was reported that during a ptca / stenting treatment procedure, one of two pt2 moderate support 185 cm jtip guidewires used in this case fractured and a portion was retained in the pt's body. The dr crossed the lesion with the first pt2 guidewire, and attempted to deliver an unspecified 2.5 mm balloon, but the balloon would not cross the lesion. The dr inserted a second pt2 guidewire as a buddy wire and was successful in delivering a 2.0 mm balloon through the lesion. The lesion was satisfactorily dilated, but demonstrated a mild dissection. The dr attempted to deliver a stent to the lesion site, but was unable to cross the lesion due to the significant tortuousity of the vessel. The dr elected to discontinue further intervention, and while she removed the wires, she noticed that one of the pt2 wires had broken. Fragments of the wire were observed in the distal side of the lesion. No other pt injuries or complications were reported.